Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report numbers is: 3005089785 2024 00017 complaint conclusion: as reported, during the deployment of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system, the delivery lever was too tight to release the stent. The delivery system was carefully removed, and a second 5mm x 150mm smart flex ses delivery system was used; however, the same malfunction occurred, and the stent could not be released. As a result, a non-cordis stent was used to complete the procedure. There were no reported injuries to the patient. A non-cordis long crossover guiding sheath was used with the smart flex ses delivery systems and the same guiding sheath was used to complete the procedure. This was during a procedure to treat arteriosclerosis obliterans of the lower limbs. The lesion was 70% stenosed with mild calcification and mild tortuosity. The devices were stored and prepped per the instructions for use (IFU). The devices were held flat and straight outside of the patient during attempts to deploy. There were no difficulties removing the devices from the patient and the devices remained in one piece during their removal. The stents were still properly mounted to the devices upon removal. The device was returned for analysis. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The stent of the unit is partially deployed, and the hemostasis valve is closed. A separated condition was observed located approximately 130cm from the distal tip. No other damage or anomalies were observed on the returned device. Functional testing was not performed due to the observed separation. Sem analysis was not performed as the damages are visible with the magnification obtained with a vision system. The separated area presented evidence of elongations on both edges. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot 338700 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty unable¿ were not confirmed on either device. However, subsequent findings of a ¿stent delivery system (sds) separation¿ was confirmed. However, the exact causes cannot be determined. Device analysis concludes the devices were induced to events that exceeded its material yield strength prior to the separations observed. Additionally, elongations were evident on the returned device. Therefore, based on the information available for review it is like handling and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during the deployment of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system, the delivery lever was too tight to release the stent. The delivery system was carefully removed, and a second 5mm x 150mm smart flex ses delivery system was used; however, the same malfunction occurred, and the stent could not be released. As a result, a non-cordis stent was used to complete the procedure. There were no reported injuries to the patient. A non-cordis long crossover guiding sheath was used with the smart flex ses deliver systems and the same guiding sheath was used to complete the procedure. This was during a procedure to treat arteriosclerosis obliterans of the lower limbs. The lesion was 70% stenosed with mild calcification and mild tortuosity. The devices were stored and prepped per the instructions for use (IFU). The devices were held flat and straight outside of the patient during attempts to deploy. There were no difficulties removing the devices from the patient and the devices remained in one piece during their removal. The stents were still properly mounted to the devices upon removal. The devices will be returned for evaluation. Addendum: product evaluation revealed that both of the returned smart flex ses delivery systems were separated.